Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was pulled out of the finger ring portion of the handle assembly. The set screws were in place. Both dimples were visible on the handle cannula and a drag mark was present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and found to be within specification. A functional inspection was performed and found the device could be loaded over the guidewire without any issues. Based on all available information, the investigation concluded that the drag mark present from dimples toward the proximal end indicate that likely the device was submitted to a lot of tension during the use of the device resulting in the handle cannula detaching. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the side car rx tunnel was torn in the process of trapping the stone under pressure. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation results revealed that the handle cannula was broken; therefore, this is now an MDR reportable event.